Event description:
An optometrist reported two pts, one bilaterally implanted, who were experiencing ghosting and blurry near vision that comes and goes following intraocular lens (iol) implant surgery. Additional information has been requested. There are three medical device reports associated with this event. This report is for the first pt, fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. Additional information was requested on 10/07/07/2011, 10/18/2011, and 10/25/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).